Event description:
The customer reported leads stopped working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported leads stopped working. There was no reported pt involvement. A philips field service engineer evaluated the device and ECG cables and found the trunk cable had an open circuit on v3. The trunk was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. This is a malfunction of the trunk cable where the leads stopped working.